Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to fluid or moisture and the insulin pump stopped working. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm. Insulin pump received with cracked reservoir tube, broken battery tube thread, cracked reservoir tube window and moisture damage on electronics assembly noted.